Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience pro, everolimus eluting coronary stent system, instructions for use, as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additionally, the reported treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The xience pro is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported the procedure was to treat a lesion in the left circumflex (lcx). The 2.75x23mm xience pro stent was deployed at 12 atmospheres; however post implantation, a proximal edge dissection was noted. Another 2.75x15mm xience pro stent was used to treat the dissection. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.